Manufacturer narrative:
(B)(4). Per the initial report, the sample was discarded.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during dwell 2 of 4. The patient stated one of the supply bags fell. Gts explained the error and had the patient cycle power. The hc then alarmed with a system error 2367 and gts had the patient cycle power again. Gts advised the patient to use manual supplies to complete therapy. Gts also suggested that the patient contact their nurse regarding the error. No injury or medical intervention was reported.